Event description:
A non-healthcare professional reported that the measurements were off in unknown eye of the patient during refractive surgery. There was no negative patient impact.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was able to replicate the reported issue, citing a bad focus camera. As such, the aberrometer was replaced to address the issue and was returned for testing on this investigation. The system was tested and found to meet product specifications. The root cause of the reported event can be attributed to the wear/reliability of the aberrometer. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.